Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. On 11/21/2023, the patient's parent stated the cgm kept showing high since insertion the day prior. The patient dosed unspecified insulin based on the high cgm reading and an unspecified time later the patient became "very very low" and got "very dizzy while at work and that's a big problem." Additionally, the patient experienced headache. The patient self-treated the hypoglycemia symptoms with a glucose tablet. The episode was described as a medical emergency and the reporter was en route to take the patient to the emergency department at the time of the call. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.